Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-apr-2024, it was reported that on (B)(6) 2023, the patient experienced that the four infusion set cannula was kinked. Within 3 or hours of abdomen insertion customer noticed symptoms. The blood glucose level of the patient was 303 mg/dl. Additionally, location site was regularly rotated. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Device 2 of 4.